Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urge incontinence and fecal incontinence. The patient reported that she is taking pain pills and that she has been constipated. On (B)(6), the patient reported that she changed to program 4, per the clinician¿s instructions. Shortly after, the patient started experiencing uncomfortable stimulation. The patient turned the stimulation down but did not experience relief. The patient reported that after that, it felt as though her body was burning. The patient ended up turning the therapy off. It was noted that the patient¿s trail started on (B)(6) 2018. No further complications were anticipated/reported.